Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient was experiencing uncomfortable stimulation. The patient reported that they had pain at their implant site. The patient noted that when they tried to increase stimulation when they were not feeling it they would get more pain at the implant site. The patient brought stimulation back down and noted that it didn¿t hurt as much. The patient noted that the pain at the implant site had gotten gradually worse. The patient stated that it didn¿t hurt as much, but if they laid on their butt cheek it hurt and was sore. The patient indicated that they had lowered stimulation to avoid more pain and noted that they never turned their stimulator off. The patient confirmed that they therapy was on and noted that they had an appointment on monday with their healthcare professional (hcp) to determine issues with the implant. The patient stated that they sometimes did not feel stimulation and leaked a lot. The patient noted that when they looked at the patient programmer (pp) it showed that the implant was off. The patient noted that they would turn it back on and symptoms would get better, but later it would turn off on its own again. The patient stated that they never turned the implant off because they always wanted it on. The patient stated that they were leaking and had checked the implant and it was off, so they turned it back on and the leaking stopped. The patient indicated that it was intermittent but was not related to positional movement. The patient indicated that the change in therapy/symptoms was sudden. No further complications were reported or were expected.